Event description:
Approximately 6 months following the placement of a cypher stent, the patient returned for follow-up. Repeat coronary angiography revealed an avulsion type fracture of the stent placed in the proximal right coronary artery. Comments indicated that it was due to angulation between the proximal and mid right coronary artery. There was no restenosis and no additional intervention was required. This patient was admitted for further evaluation, due to stable angina. There is no history of previous myocardial infaraction or previous percutaneous coronary intervention. Coronary angiograpy revealed single vessle disease. The target lesion is described as an eccentric, non-tortuous segment of the right coronary artery. This de novo lesion had angulations of 45-90 degrees, with no calcification and no thrombus present. Lesion length was >20mm. Timi of 3. It is unknown if the lesion was pre-dilated. A cypher 3.5 x 33mm stent was deployed. It is unknown if post-dilatation was performed. Highest balloon pressure was 14 atms. There was no procedure complications.